Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead insulation damage was observed during a routine generator replacement. The lead had been "severely curved" in the pocket and the insulation appeared to be cracked. It was not clear if the damage had occurred in vivo or intra-operatively. The lead was not currently in use but had not exhibited any performance issues in the past. No corrective action was taken. The lead was connected to the new generator but remains in non-therapy mode. No patient complications have been reported as a result of this event.